Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and having headaches, dry cough, sinus infections . There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleging asthma and having headaches, dry cough, sinus infections there was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleging asthma and having headaches, dry cough, sinus infections. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory for investigation on 06/09/2023. The device was evaluated on 08/08/2023. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per exterior findings of the base unit observed slight unknown dust/dirt contamination, fibers found on the blower casing/impeller and blower box was inconsistent. The presence of contamination throughout the airpath suggests a source external to the device on the surface of base unit. Device returned missing accessory flip door, sd card and filter. As per interior findings observed unknown debris present in bottom enclosure. Unknown white particles were observed in motor outlet the device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.